Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the customer was experiencing disconnection of the alligator clip. No patient injury or adverse affects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the connector was in the open position and no visual abnormalities were noted. No benzoine swabsticks were returned. Functional testing performed a catheter pull test using a stock catheter and the connector functioned as intended. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. UDI section of d4 is unknown, no product information has been provided to date. D5 is unknown, no information provided to date.